Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During use on a female patient who was approximately (B)(6) lbs. With large breast/chest area, customer reported that the lifeband failed after 18 minutes on the autopulse platform. Per reporter, the autopulse platform was used on a flat tile floor with no complications. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. The report for autopulse platform is submitted under MFR 3010617000-2020-00878.